Event description:
It was reported that there were wear and tear on the pump touchscreen that caused the screen to be delayed in responding to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.